Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not detected on the communication bus. The malfunction occurred when the user was trying to issue the medication to the patient, causing a delay in dispensing the medication. However, the user managed to get the medications from another station and the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer reseated the ribbon cable and main drawer's connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.